Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out of range right atrial (ra) pacing impedance measurement of greater than 2000 ohms. The ra lead was previously stable around 650-700 ohms range, then exhibited a spike in impedance measurement of greater than 2000 ohms, triggering a lss to occur and since then, measurements have stabilized to a range of 400-450 ohms. The ra amplitudes were also noted to be out of range. Upon further review of the electrogram (egm), the presenting egm shows an atrial paced beat followed by a premature atrial contraction (pac). The pac resembles an r-wave and the right ventricular (rv) channel appears flat. It was noted that the rv lead was programmed to sensing only. Technical services (ts) was consulted and offered troubleshooting and programming options. Additionally, during a separate event, this device had a stored signal artifact monitor (sam) episode which caused the minute ventilation (mv) feature to disable. Ts recommended further follow up and troubleshooting. The patient was seen in clinic for further evaluation and troubleshooting. It was discovered that when the ra lead is programmed bipolar, it exhibits high out of range pace impedance measurements, measuring greater than 2000 ohms in addition to noise and failure to capture. It was also reported that this lead is suspected to be fractured. The cause for the pac exhibited on the ra channel was due to r-wave oversensing. In addition, the rv channel egm appears to be flat as it is currently reported to be non-functioning for an unknown reason. The plan is to follow the physician's guidance and continue to monitor at this time. At this time, the device system remains in service. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.